Event description:
It was observed that during the device evaluation, the subject device exhibited intermittent image losses shown on monitor, bad charged coupled device and failed the leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was intermittent image losses shown on monitor due to bad charged coupled device, in addition the device failed the leak test due to a cut on cable. The most probable root cause for the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.